Event description:
Through journal article "brca1/2 impact on the development of implant-associated lymphoma in women with breast cancer and textured implants," authors report side unspecified development of bia-alcl with textured implants of unknown manufacturers in multiple patients. Markers confirming this event have not been reported or confirmed. The status of the reported devices is unknown.

Manufacturer narrative:
Article citation: ghione, p, mandelker, d, arcila, m et al. Brca1/2 impact on the development of implant-associated lymphoma in women with breast cancer and textured implants. American society of hematology (blood advances). 2025; 0-20. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: bia-alcl (markers confirming this event have not been reported or confirmed).